Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon detachment occurred and a portion of the balloon remains in the patient. The tremendously calcified target lesion was located in the right popliteal artery. A 4.00mm x 30mm emerge¿ balloon catheter was advanced for dilation. However, during removal of the device, a portion of the balloon material was detached. The detached balloon fragment was attempted to be snared, but failed. A non-bsc stent was then deployed over the balloon fragment. No further patient complications were reported and the patient's status was okay and stable.